Event description:
Reportedly, the device was explanted after approximately 7 -9 years due to calcification. Exact dates of implant and explant are unknown. Therefore, the aware date is being used as the occurrence date until more information is know. Per the sales rep, during a recent visit at the hospital, the surgeon informed him that he had been holding a bovine mitral valve which was explanted "about a month ago" saying that it was "like a block of cement on echo". Surgeon ran back to his locker and produced the valve which is believed to have been stored in a saline solution. Sales rep needs a biokit to return the device. The echo is not available. However, he will request the operative report from the surgeon's office. The patient is a female. However, he was given no other information about the patient..

Manufacturer narrative:
Evaluation summary: moderate calcification is detected in the cusp area of all three leaflets. Calcification at the free margins is moderate at leaflet 2 and minimal to moderate at leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue overgrowth is heavy at the stent outflow and the tissue outflow. Dense layer encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm. Also at the outflow aspect, host tissue fused the free margins of leaflet 2 and 3 at commissure 3 by approximately 3mm. Host tissue overgrowth is minimal at the stent inflow and the tissue inflow; it encroached into the orifice by 3mm. Host tissue overgrowth also contributed to stenosis. The x-ray demonstrates calcification. (The valve measured to 27mm).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Device evaluation anticipated, but not yet begun. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was not completed due to no lot/serial number was provided for this device. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, device evaluation anticipated, but not yet begun.